Event description:
It was reported that a drop in the time to explant was seen when it comes to this device. The time to explant went from seven years to four years in six months. A review by technical services (ts) confirmed that the device was depleting with an unusual consumption. Ts noted that this appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Ts further noted that this device will not deplete to elective replacement indicator (eri) within 90 days, and the device should be replaced or the battery reevaluated in ninety days time. No adverse patient effects were reported.

Event description:
It was reported that a drop in the time to explant was seen when it comes to this device. The time to explant went from seven years to four years in six months. A review by technical services (ts) confirmed that the device was depleting with an unusual consumption. Ts noted that this appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Ts further noted that this device will not deplete to elective replacement indicator (eri) within 90 days, and the device should be replaced or the battery reevaluated in ninety days time. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.